Manufacturer narrative:
One cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted since functional testing revealed that the unit performed as expected. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The cac adapter was able to provide power to a test bed controller without incident. No failure detected, the reported event could not be duplicated at the bench level the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported per the perfusionist, that the patient was seen in clinic on (B)(6) 2016 and stated that the ac adapter would not give any power to the controller. The site verified that it was plugged into a working outlet and that the power cable was secure in the transformer box. No green light noted on the transformer box. It was removed from service. The patient was issued a new ac adapter ((B)(4)).